Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked water from the prn during use. The following information was provided by the initial reporter, translated from chinese: "the indwelling needle was used for fluid replacement. Water leakage was found at the junction of the indwelling needle prn after puncture. After checking, the prn was replaced for fluid replacement"

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 2053244. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.